Event description:
Philips received a complaint by the customer on the v60 indicating that while setting up the device, it was observed that the device was getting an error code 1134 blower stalled error message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated during setup, the unit alarmed error code blower stall alarm message on screen. Biomed confirmed that the complaint was duplicated and the blower has no output and the fan was not spinning, when the biomed touched the fan, it began to operate normally, noted error 1134 in the event log, unit has 2.30 software, customer requests troubleshooting and info for software affecting the failure. The rse advised the customer the 2.30 software does not affect the blower failure and can replace the blower to correct the issue, can also replace the cooling fan as a precaution if needed, provided part ID for the blower assembly. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 05sep2025, 23sep2025, and 01oct2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.